Manufacturer narrative:
Device passed the displacement test, rewind test, prime or a33 test and excessive no delivery test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Unable to perform the basic occlusion test, occlusion test and delivery accuracy test due to completely broken off reservoir tube lip. The test p-cap and reservoir will not lock in place in the reservoir compartment due to completely broken off reservoir tube lip. Device also had a missing reservoir tube o-ring, minor scratched display window, scratched case, cracked battery tube threads, scratched reservoir tube window and a stained end cap sticker. Device uploaded properly using carelink.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that they were hospitalized due to unknown reason on unknown date with blood glucose of 118 mg/dl. Customer stated insulin pump had broken nozzle on the top most part of the insulin pump reservoir compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.